Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image issue was due to poor communication caused by the adhesion of fluid to the contact of the video connector receptacle. However, the root cause could not be determined. This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The image was not displayed due to a printed circuit board failure. The image was also distorted due to poor contact due to liquid adhesion to the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use of a therapeutic laparoscopic hernia repair, the video system center had no image. There was no delay reported, however since the device did not produce any images, the procedure changed from laparoscopic to an open laparotomy. No patient harm was reported.